Event description:
On (B)(6) 2012 customer reported that the dxc 600i instrument experienced "cuvette not dry before reagent inject" errors. Customer also stated that they found some fluid in the drip tray. No injuries were reported and no erroneous patient results were generated. Customer technical support (cts) assisted the customer with troubleshooting, via phone. Cts instructed the customer to pull out the wash head and clean the head to elevator contact surfaces, and inspected the wash probes for damage. Cts also instructed the customer to clean and exercise the wash tower elevator lead screw. Customer checked under the reagent probes and the customer found some fluid in the drip tray. Customer checked the reagent line connection to the top of the reagent probe and reagent syringe. This resolved the issue, however, the failure mode for the leak was unknown.

Manufacturer narrative:
(B)(4).